Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a ¿reaction¿ where the stimulation was turned up to high. This issue had occurred on (B)(6) 2017. The patient stated that the stimulation was painful/uncomfortable at the stimulation delivery site and had to go their healthcare professional (hcp) for the issue. The hcp changed programs and lowered the stimulation to a comfortable level. There were no further complications reported or anticipated.